Event description:
Allergan representative received a voicemail message from a health professional requesting a return kit for an explanted device to be able to return the product to allergan. No additional information was provided. Follow up findings: pfn was received by allergan. Event description states: "pt had an eroded band, [as diagnostic testing revealed via esophagram.] [It] was replaced with a realize band." The device was returned and analyzed.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Erosion is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."